Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 20.2 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope / near syncope. Short v-v intervals, possible lead noise and oversensing and high thresholds were noted on the right ventricular (rv) lead. Inhibited pacing during non-sustained ventricular tachycardia episodes was also noted on the implantable pulse generator (ipg). The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.